Manufacturer narrative:
(B)(4): information unavailable.

Manufacturer narrative:
(B)(6).

Event description:
The patient need transfuse nutrient substance. It is unknown if the there was a reoperation as the patient transferred to another hospital. The surgeon found the heart rate of the patient was increased and took inspection for the patient. There were no issues with the device during the initial procedure.

Event description:
It was reported during a proximal gastrectomy procedure the surgeon used the device along with another stapling device and hand sewing to complete the procedure and no abnormal phenomena was found. Anastomotic leakage was found five hours after the procedure. Nutritional supplement was implemented and the now the patient passed through the crisis. The surgeon could not be sure if the anastomotic leakage was caused by the devices or the hand sewing. Devices have been discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.